Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had an unexpected restart. The customer¿s current blood glucose level was 22.3 mmol/l. Customer stated that they changed batteries six times to rewind or prime and also had unexpected restart alarm. Troubleshooting was performed (not pertaining to pump recently stored or not in use for extended period of time) and received another unexpected restart alarm after a battery change. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.